Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the xc200 reload was received with the clips broken inside of a plastic jar. In addition, the foil was examined and showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test can be performed due to sample condition. Additionally, a photo was provided and it showed the condition of the reported event. The event report was confirmed and related to excessive manipulation. It should be noted that all ethicon product is 100% inspected prior to release. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: do you have the delivery / order number (B)(4)? Unk. - do you have the invoice for this shipment? Unk. - where did you purchase the product from? (Company name, contact email/phone). Unk. - have you notified the company you purchased from? Unk. - what carrier was associated with delivery? Unk. - if available, container lp number/s (lp: license plate associated with each shipment) - (B)(4) was not recognized as valid. Please provide the correct lot number (lot printed on the foil packaging). - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at (B)(6) and will be shipped. Please check rmao. Tracking number is (B)(4). - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture clips were used. When the sterilization pack was opened, the clip was falling apart crumbly. The customer suspected that this might be because the expired date is coming. Another device was used to complete the case. One device will be returning. No further information is available. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the xc200 reload was received with the clips broken inside of a plastic jar. In addition, the foil was examined and showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test can be performed due to sample condition. No adverse patient consequences were reported. Additional information was requested.